Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt experienced stimulation in the wrong location. Programs 1 and 2 work, but program 3 did not. There was no known accident or incident related to this complaint. The pt was at home in fair condition. The pt had a reprogramming session; however, the caller was reporting return of symptoms that started several days later. Stimulation was intermittent on program 2 only, program 1 and 3 work fine. Additional info has been requested, but was not available as of the date of this report.